Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that routine follow up revealed a type iii endoleak. The patient was asymptomatic. An angiogram was used to confirm the leak. The leak appeared to be at the junction of the main body/flow divider. The physician states that the leak was likely due to previous implantation of two stents from another manufacturer (palmaz). At the time of the angiogram, the physician elected to perform an aui and fem fem bypass. The patient has been compliant in follow up visits. No clinical sequelae were noted, and the patient is fine.